Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova deutschland manufactures the bubble detector sensor. The incident occurred in minneapolis, minnesota. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report of a bubble detector sensor malfunction during setup. No additional information was provided and a reportable malfunction cannot be excluded. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
Livanova received a report stating that the bubble sensor was malfunctioning. No patient / user affected. Through a follow up communication, it was learnt that the cushions of the bubble sensor were found to be deflated. The unit is installed since 2008 and an analysis of the complaint database did not reveal further events related to this bubble sensor. The issue is a known failure that is related to silicone oil diffusion through cushions causing false alarms. Investigation revealed that the oil diffusion through cushions is a design problem. Deflated pads can lead to over sensing of bubble detector, and in case of false alarm the user can clear or override the alarm and easily continue the perfusion. Therefore, the reported issue is not likely to result in serious injury and has been assessed as not reportable. The risk of failure has been determined as acceptable. Current product IFU recommend performing an operational check during priming prior to the use in the procedure and how to appropriately respond to an alarm. No specific action was currently deemed necessary. Livanova will keep monitoring the market.